Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenotic lesion is located in the shunt of the mildly calcified and average tortuous antebrachial vein. The physician advanced the 6x40mm sterling balloon catheter to the lesion and inflated the balloon "but the middle of the balloon did not expand well and it ruptured at 12atms on the first inflation". There were no patient complications. The device was removed intact. The procedure was successfully completed with a 6x40mm non-bsc balloon catheter. Patient status is reported as "no problem."

Manufacturer narrative:
.